Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, preventing interaction with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, chose to perform reset, and was able to interact with pump screen after reset; no additional actions were documented.